Event description:
The lead was capped.

Event description:
It was reported that noise was observed after pacing. No programming recommendations could be made due to the amplitude of the oversensed events. The physician opted to monitor the patient.